Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on valve seat diaphragm valve, crease fold, wear abrasion and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: striated opening on valve seat diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on valve seat diaphragm valve assessed as surgical damage.

Event description:
Healthcare professional additionally reported right side "hole in radius."